Event description:
After approximating the tissue, squeezed the handle but the handle would not lock and it returned to the set position. Squeezed the handle several times, then the tissue was cut but the staples were not fired at all. Used another device to complete the case. No injury. Procedure: lobectomy.